Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, mitral valve replacement (mvr) was performed and this 25mm epic valve was implanted using everting mattress sutures and pledgets. On (B)(6) 2016, the patient was admitted to the hospital and diagnosed with grade 4 mitral regurgitation (mr) . The user reports the suspected etiology was cuspal tear in the presence of heart failure and pneumonia. An echo taken (B)(6) 2016 confirmed severe mr and a prolapsed posterior cusp. On (B)(6) 2016, a re-do mitral valve replacement procedure was performed where this epic valve was explanted and a 25mm non-sjm mitral valve was implanted. The patient was reported to be in stable condition postoperatively.

Manufacturer narrative:
The results of this investigation concluded a tear was observed along the base of cusp 3, and there was a focal loss of collagen fibers at the base of cusp 2. No inflammation or calcifications were observed. No evidence was found to suggest the cause of the cusp tear and loss of collagen fibers was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.